Event description:
Device malfunction: needle-to-cuff miss/difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis and surgical repair. It was reported that a physician trained in the use of the perclose at device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred and the device was difficult to remove from patient's artery. The "nick and spread" incision was widened approximately 6 cm and the device was removed without incident. Hemostasis was achieved by suturing the artery. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.